Manufacturer narrative:
Model number/catalog number: 72404257, serial number: (B)(4), batch/lot number: 1000145918, model/catalog description lgx preconnect ms 18cm ip iz.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, the surgery was aborted due to a urethra injury.